Event description:
On august 05, 2021, fujifilm healthcare americas corporation (formerly hitachi healthcare americas corporation) received a complaint regarding prosound f-75. The site reported that it took 10-15 minutes for the system to boot up and when it finally did, the image was black. They attempted to reboot the system and the issue persisted. The patient was under anesthesia during trouble shooting process and the procedure was cancelled. There is no death or serious injury associated with event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.